Event description:
The customer stated that they were hospitalized due to a bent cannula. The caller also requested assistance with programming the basal rates. The blood glucose reading was 131 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.